Event description:
Customer tested 31.3 mmol/l on the mobile system; she administered novorapid insulin based on this result. Shortly after the customer reported having low blood glucose symptoms. She received the following results on the mobile system: 1.13 pm 10.7 mmol/l, 1.18 pm 19.5 mmol/l, and 1.26 pm 2.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.